Event description:
The customer reported that the device fails general system test during shift/check and during extended self test. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4).